Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/03/2010, 08/04/2010, 08/10/2010, 08/19/2010, and 08/20/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
Adverse event(s): "poor near vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has poor near vision. The consumer reported he cannot see his watch, a menu, info on his credit cards, dash of his car or computer screen. He is happy with his distance vision. The consumer has numerous pairs of over the counter readers to help with his near vision. The consumer reported that has had a yag laser procedure and lasik performed on this eye. Additional info has been reported. There are two medical device reports associated with this event. This report is for the right eye.